Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine device change out and the device was in backup vvi operation. The device was explanted and replaced.